Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of instrument bipolar yaw pulley thermal damage between grips to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Performed energy delivery with no burst of flame observed. Additional observation(s) not related to the customer reported complaint were also identified: 1). The fenestrated bipolar forceps instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley. 2). The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was found to be nicked with no exposed internal wire. No missing piece of the insulation. The instrument passed the electrical continuity test. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by the regulatory post market surveillance analyst and confirmed that the instrument arced at its tip. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument suddenly burst into flames when the energy was fired. The covidien generator was used for the energy platform, and the coag setting value was 70. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the fenestrated bipolar forceps instrument and cannula were inspected prior to use and appeared normal. However, the customer did not use a pin gauge to inspect the cannula. An arcing was observed from the instrument jaws during cauterization process. The bipolar was activated and the instrument was properly connected. The covidien generator was used as the energy platform, with the bipolar coag setting value set at 70. The monopolar curved scissors instrument was in use when the arcing event occurred, but it did not fire. There was no collision between the instrument tips and any other tools during the procedure. At the time of the arcing event, the instrument tip was in contact with tissue and did not touch any staples, clips, or sutures while energized. Prior to activating the instrument, the instrument jaws were in contact with fluid and had some contamination from carbonized bio debris. The surgeon was unsure about the cause of the arcing event. There was no patient, and the patient had not experienced any post-surgical complications requiring a return to the hospital.